Manufacturer narrative:
Updated field : b4 , g3 , g6 , h2, h11. Corrected field : h6 ( medical device ¿ problem code ).

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, e1(event site telephone, event site email), g3, g6, h2, h3, h6 (medical device ¿ problem code, type of investigation, investigation findings, component codes, investigation conclusions), h11. A getinge field service engineer (fse) confirmed the problem. The contact between the monitor's multi-pin connector and the motherboard was improved. Assembly and functional tests were performed. The safety disk and the main batteries (2) need to be replaced due to normal wear and tear. These components are not damaged, just worn out and should be replaced, as per the manufacturer's specifications. No repair information available as of now for safety disk and batteries. In future if we receive any repair information will reopen and update the investigation. The pump was conditionally approved for use.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that during equipment testing, the screen of cs100 intra-aortic balloon pump (iabp) was flashing. There was no patient involvement.